Event description:
A hemodialysis facility has reported the following incident: the line that is attached to the transducer protector on the venous line came off. The facility was contacted. It has been learned in speaking with the rn that she noticed this incident immediately and clamped the lines off. The rn reported that the line had come apart. The patient did have a loss of blood and the amount of loss was estimated to be 20 ml. There is no sample. There is no report of any ill effect to this patient as a result of this incident.

Manufacturer narrative:
(B)(4). (B)(4). (B)(4).